Event description:
It was reported that lead was implanted on (B)(6) 2010 and became dislodged the following day. The lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.